Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported that dissection occurred. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. The more than 95% stenosed target lesion with no significant bend was located in the mildly tortuous and non-calcified left anterior descending artery. Following pre-dilatation with 2.5 x 15mm non-boston scientific (bsc) balloon catheter, a 3.0 x 20mm synergy xd drug-eluting stent (des) was fully deployed without issues at 13 atmospheres. Post-deployment, a proximal edge dissection was observed and was further described as flow limiting. A 3.5 x 28mm synergy xd des was then deployed to cover the dissection and the procedure was completed. There were no complications, and the patient condition was stable post-procedure.